Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that the ventilator was making a high pitched noise and the pt was having difficulty breathing. When the pt's wife pressed the silence reset button, the noise stopped and the pt was able to breath easily again. No pt harm reported.